Event description:
It was reported that the catheter was inserted via the subclavian route. During a 10 hour period of use, 200ml of ds 1/4 ringers solution accumulated in the right pleural cavity. A thoracic catheter was placed to the drain the fluid which was causing tachycardia and dyspnea. The reporter attributes the fluid accumulation to extravasation relating to the extravascular position of the proximal lumen. There were no further complications.